Manufacturer narrative:
(B)(4) - blade seized/stopped. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of five medwatches being submitted as five devices were involved in this event. See also medwatch 2210968-2010-00764, medwatch 2210968-2010-00765, medwatch 2210968-2010-00586, medwatch 2210968-2010-00963. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2010. During the procedure, after two minutes of morcellation, the device seized and quit working. Another like device was used to complete the procedure with no adverse patient consequences.